Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. The pencan needle contained in the reported product catalog number is designed with a hole on the side of the cannula to allow medication flow. There are no holes on the tip of the needle that could potentially contribute to coring. However, without the actual sample, a thorough sample analysis could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports when the crna or anesthesiologists attempt to perform a spinal, they are noticing there is no flow of csf once they feel they are in the correct location. In one occurrence, when the needle was removed, tissue was found to be in the lumen of the needle indicating coring. A whitacre needle was then opened and used successfully. There was no patient injury.